Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated insulin pump not turn on even after trying new batteries. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer stated display was not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display followed by an unexpected constant audio tone alarm. After disassembling the electronic assembly stack and assembling the electronic assembly stack unit powered up properly, problem isolated to electronic assembly.